Manufacturer narrative:
(B)(4). The product analysis could not be performed as the device was not returned. Method: no testing methods performed. (B)(4).

Event description:
It was reported that a sales rep was informed by a patient in his territory that he had undergone surgery about 3 weeks ago in another territory for a right thyroid lobectomy. However, the patient is currently suffering from ¿right vocal cord paralysis.¿ the patient also stated that to the best of his knowledge, a medtronic nerve monitor was used during the procedure. The patient reported to the sales rep that the his vocal cord is slowly recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.